Event description:
Implants were put in because of tissue breakdown in breasts due to 6 pregnancys & breast feeding. One yr after implants, rptr started having severe depression, suicidal attempts, weight gain, chronic bowel syndrome, & pain. Over the next 5 yrs., rptr developed symptoms of lupus, arthritis, insomnia, & severe bouts of depression. The pain in hands, wrists, & legs became more severe, rptr couldn't work. Breasts started to shrink & soften to no form. Left breast became much smaller than right. Eye sight became very bad.